Event description:
A customer reported that an ophthalmic operating console presented recognition failure of illumination probes and did not shine light on the illumination ports before a surgery. There was no patient involvement. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The company representative unable to replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).